Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and other complications. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying details were received for investigation no thorough manufacturing record review and assessment of the reported event can be performed. The available medical documents were reviewed. Per the left hip revision note the bhr components were well fixed with mild metal staining of the soft tissues along with generalized osteopenia and thinness of the gluteal musculature. Per dictation, the intra-op frozen tissue section revealed no evidence of acute inflammation. It was reported that there were elevated serum cobalt and chromium ions and an MRI which appeared to show a small adverse local tissue reaction; however, these documents/results were not provided for inclusion in this medical investigation. The reported elevated metal ion levels and intraoperative findings along with the clinical symptoms are consistent with an adverse reaction to metal debris; however, without the supporting lab results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with the implant. The patient impact beyond the reported pain and l hip revision/conversion to a tha cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the acetabular cup & femoral head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported elevated metal ion levels and intraoperative findings along with the clinical symptoms may be consistent with findings associated with metal debris. However, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the reported pain and bilateral hip revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: test/laboratory data, device identification, medical products & therapy dates and device manufacture date.

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications, following implantation in 2007.